Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. No additional information was obtained. Review of the supplied investigational inputs found evidence suggesting loosening of the femoral component. A complaint database search finds no other related reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions about the root cause of the device loosening based on the provided information. No evidence was found indicating product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Knee revision. Migration/loosening - femoral.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Event description:
(B)(4).